Event description:
It was reported that the asymptomatic patient presented to the operating room for a system implant procedure. Post procedure, it was observed that the atrial lead exhibited impedance anomaly, sensing anomaly and capture anomaly. It was noted that the patient had experienced exit block. The lead was explanted and replaced successfully. The patient¿s condition was stable before, during and post procedure.